Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -4.5 into the patient's right eye (od). On (B)(6) 2021 the lens was explanted and then replaced with a different model lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
B5-additional information: the initial lens was implanted (B)(6) 2021. The lens was explanted and replaced with a toric lens. The problem was resolved. The cause of the event is reported as a patient-related factor; the lens did not fail to perform as intended. Unaided va after the replacement lens was implanted is 6/7.5-2. Claim# (B)(4).